Event description:
It was reported that the right ventricular lead had an apparent fracture two years after implant. The lead was capped and replaced at that time. It was also reported that the replacement lead had t-wave oversensing and low r-waves. The lead was extracted and replaced, and at the same time the original lead that was previously capped was extracted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the partial lead was returned and analyzed. No anomalies were found. It was noted that the defibrillation coil was distorted, blood/body fluid was noted on the outer tubing overlay and the overlay was melted with cosmetic environmental stress cracking. The outer tubing was kinked/buckled, the outer insulation had cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.